Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('sharp pains in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headache / headaches"), back pain ("pain in lower back"), arthralgia ("joint aches"), abnormal weight gain ("extreme weight gain"), menometrorrhagia ("after the procedure had a period for two years minus about 6 weeks"), oligomenorrhoea ("now had 3 periods in the last two and a half years"), mood altered ("mood changes") and fatigue ("fatigue"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the abdominal pain, headache, back pain, arthralgia, abnormal weight gain, menometrorrhagia, oligomenorrhoea, mood altered and fatigue outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, arthralgia, back pain, fatigue, headache, menometrorrhagia, mood altered and oligomenorrhoea to be related to essure. The reporter commented: sleep study was going to be done to rule out sleep apnea. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media was received. New events "back pain", "abdominal pain", "arthralgia", "abnormal weight gain", "menometrorrhagia", "oligomenorrhoea", "mood altered" and "fatigue" were added. Event medical device removal was removed as added as treatment for abdominal pain. Reporter causality comment was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/finaly having the coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache"). At the time of the report, the medical device removal and headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery/finally having the coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache"). At the time of the report, the medical device removal and headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.